Event description:
A pt contacted our (B)(4) affiliate to report developing redness in the right eye (od) while wearing 1-day acuvue trueye lenses, narafilcon a. (Narafilcon-a lenses are not marketed in the u.s.) The lenses were dispensed to the pt on (B)(6) 2010. The pt consulted an ecp on (B)(6) 2010 and was told that he/she had a corneal abnormality. The pt reported he/she fully recovered following treatment and resumed contact lens (cl) wear. The clinic where the pt received treatment was contacted and provided the following info. The pt was seen on (B)(6) 2010. The pt complained of redness when initially seen. The pt was diagnosed with a corneal infiltrate od. The pt was treated with corneal curettage. On (B)(6) 2010, the pt was prescribed farom tablets and nicholase tid x 4 days, and cravit eye drops. The pt was seen for follow-up visit on (B)(6) 2010. The pt did not return for a follow-up visit on (B)(6) 2010. The clinic provided this additional info, "the event was not serious. The event was related to cl wear. The pt was infected with bacteria. The pt's condition improved." No additional info received. Twenty three sealed blisters were returned. The parameters of ten lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A lot history review was requested, but is not available at this time. It will be sent in a follow-up report. There are no other similar complaints, associated with this lot number, in our worldwide complaint database. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.